Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced discoloration when drawing vancomycin and diluting as per policy. The following information was provided by the initial reporter: we had an incident yesterday in picu where a staff nurse was drawing up IV vancomycin and diluting it as per our policy, when drawn up in a 50ml syringe it changed colour. The vanomycin vial never changed colour and we drew up the remainder of the vanc in another syringe and it never changed colour so we think it was the syringe that caused the colour change possibly.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced discoloration when drawing vancomycin and diluting as per policy. The following information was provided by the initial reporter: we had an incident yesterday in picu where a staff nurse was drawing up IV vancomycin and diluting it as per our policy, when drawn up in a 50ml syringe it changed colour. The vanomycin vial never changed colour and we drew up the remainder of the vanc in another syringe and it never changed colour so we think it was the syringe that caused the colour change possibly.